Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device experienced a syncopal episode. Technical services (ts) was consulted and discussed that this device had not recorded episodes in the configured collection period. Additionally, it was noted in other episodes that this device exhibited far-field oversensing of the r-wave on the atrial channel and false positive pacemaker mediated tachycardia (pmt) for atrial or sinus driven rhythm. No additional adverse patient effects were reported.